Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion was started, running well, and a nacl 0.9% bolus was given to the patient in the emergency room. The rn left the patient and was alerted that the tubing had separated from the male luer. There was no patient harm.